Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on the morning of (B)(6) 2020. The patient stated they took insulin and 1000 mg of acetaminophen which is off-label usage of the device. While she was at church eating breakfast, her cgm value dropped and was in the 40s mg/dl. She continued to eat to increase her cgm value but it remained in the 40s mg/dl and was dropping. She called the paramedics, when they arrived they tested her bg and it was 250 mg/dl. No additional medical treatment was provided. When she attempted to recalibrate her cgm, she received a calibration error and the message to recalibrate in 15-minutes. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.